Event description:
Philips respironics dreamstation CPAP recall. I was exposed to degraded sound abatement foam which resulted in severe headaches and difficulty breathing. FDA safety report ID # (B)(4).